Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No sample was available for evaluation; therefore investigation was conducted based on several pictures received on (B)(4) 2011. Based on the picture received, work order related to this complaint was retrieved for review. Product was sterilized under cycle code (B)(4) and the product reference number (B)(4). The retained sample from the same lot was reviewed for evaluation, and it was confirmed that the registration number printed on the pouch was "incorrect". Based on the pictures provided by customer, it was confirmed that the registered number printed on the pouch was found to be "incorrect". In conclusion, complaint was confirmed as per picture and documentation review. Related personnel will be informed and appropriate corrective action will be taken to prevent future recurrences of similar type of discrepancy. Reported to the FDA on (B)(4) 2014. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by convatec for complaints received from (b)() 2011 - (B)(4) 2013. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Complainant reported that there have been mis-prints with the labels of the reinforced etts. Pouch and box having different registration numbers. Pouch shows: (B)(4) and box shows: (B)(4).